Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following; the connector pin of the light guide connection was disconnected and the outer tube was bent. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the light guide connection part and the connection pin of the telescope oes elite were detached. The insertion tube and outer tube were also bent. The customer's reported problem was found during reprocessing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event can be attributed to user error, improper handling, and application of excessive force. Olympus will continue to monitor field performance for this device.